Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. Data was returned and evaluated. The reported event of loss of connection was confirmed via data. A root cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for investigation. An exterior visual inspection was performed and passed. A voltage test was performed and passed. A (B)(4) bluetooth pairing test was performed and failed. Share log data was reviewed and a loss of connection was observed on the issue date. The complaint confirmation of a loss of connection was confirmed. The root cause was determined to be a defective transmitter.